Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc freestyle libre sensor. The replacement was due to an error message, "replace sensor," obtained when the sensor was scanned. On (B)(6) 2021, as a result, the customer went to a clinic as she stated ¿her glucose was high¿ and was provided an insulin injection by an hcp for treatment. There was no report of death or permanent injury associated with this event.